Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of shield dislodgment and a torn septum. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records, and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic anterior resection event description: procedure was coming to an end and the trocar was removed from the abdomen. The surgeons went back into the abdomen through a different trocar to have a final check and wash out, a fragment of the septum fanned instrument guide had appeared to come off the trocar and was inside the patient. All fragments were collected. Unsure of what action or when the incident occurred, the incident was discovered at the end of the procedure. No clinical impact to impact. The trocar that has been reported in this cer was used throughout the case as the camera/scope trocar and it was not exchanged or removed till the end of the case. Additional information received from an applied medical representative vi email on 15nov24: no images available as the sample will be returning. Confirmed with tm regarding what part of the seal came off and tm confirmed it is the shield that fragmented. No sharp instrument was used and no internal seal components was removed or cut in order to inspect the damaged component. Additional information received from an applied medical representative vi email on 18nov24: tm confirmed it was a piece/pieces that fragmented and not the whole shield. Unfortunately, cannot confirm if it was a single piece or multiple pieces that fragmented. Type of intervention: no replacement device, and all fragments were removed from the abdomen. Patient status: no injury or death to patient.

Event description:
Procedure performed: laparoscopic anterior resection. Event description: procedure was coming to an end and the trocar was removed from the abdomen. The surgeons went back into the abdomen through a different trocar to have a final check and wash out, a fragment of the septum fanned instrument guide had appeared to come off the trocar and was inside the patient. All fragments were collected. Unsure of what action or when the incident occurred, the incident was discovered at the end of the procedure. No clinical impact to impact. The trocar that has been reported in this cer was used throughout the case as the camera/scope trocar and it was not exchanged or removed till the end of the case. Additional information received from an applied medical representative vi email on 15nov2024: no images available as the sample will be returning. Confirmed with tm regarding what part of the seal came off and tm confirmed it is the shield that fragmented. No sharp instrument was used and no internal seal components was removed or cut in order to inspect the damaged component. Additional information received from an applied medical representative vi email on 18nov2024: tm confirmed it was a piece/pieces that fragmented and not the whole shield. Unfortunately, cannot confirm if it was a single piece or multiple pieces that fragmented. Type of intervention: no replacement device and all fragments were removed from the abdomen. Patient status: no injury or death to patient.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.